Event description:
It was reported that during a da vinci myomectomy surgical procedure, it was noted that a small piece of wire was slightly disconnected on the tip of the maryland bipolar forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cable is broken. The pitch up cable is broken at the distal clevis hub. The broken cable segment that contained the crimp is still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. No other damage was found.